Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2005 the patient underwent following procedure: excision of scar 5.0 cm; removal of instrumentation from t4 to t6; central decompressive laminectomy, t3 to t4, t4-5, t5-6 and t6-7; facetectomy, left, t4-5; total facetectomy, left, t5-6; left costotransversectomy at left t5 and t6 lateral extracavitary approach; ligation of left t5 nerve root; t4-5 thoracic discectomy; t5-6 thoracic discectomy; transpedicular vertebrectomy, t5; anterior spinal fusion t4-6 lateral extracavitary technique; open reduction, thoracic kyphosis, t5-6; placement of structural titanium synex synthes cage, t5; posteriorspinal fusion and instrumentation, t2 through t9 bilaterally; posterior spinal fusion, t2-3, t3-4, t4-5, t5-6, t7-8, t8-9; use of 60cc. Allograft cancellous chips; use of local bone plus use of rhbmp-2/acs; use of microscope for transpedicular vertebrectomy; use of fluoroscopy for placement and verification of pedicle screws. Preoperative diagnosis: osteomylitis, t5 vertebral body, status post t4 to t6 posterior spinal fusion and instrumentation with subsequent central decompressive laminectomy on t5 for t5 soft tissue epidural tissue epidural abscess; progressive kyphosis; spinal cord compression; incomplete spinal cord injury. Per op notes: ¿a synex cage/synthes was used to reconstruct the anterior column. The synex cage was placed with local bone in addition to rhbmp-2/acs within the transpedicular approach from the left side and expanded to the caudal portion was noted. Once placement of the cage again aws verified with fluoroscopic imaging, full completion of decortication was complete with placement of autograft with local bone, in addition to allograft bone, 60ml on both sides, in addition to rhbmp-2/acs both in the caudal and cephalad portions of the vertebral bodies involved.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.